Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank, red display. During resmed evaluation, the device displayed an error message (sf82) related to the alarm system. There was no patient harm or serious injury reported as a result of this incident.